Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed and a cause was not found. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced a system error 2240 alarm (air in line/set) during therapy on the homechoice. This event occurred during drain 4 of 4 while the home patient was connected. There was nothing found during the troubleshooting that could have caused or contributed to the reported event. The hp had cycled the power and disconnected. The homechoice was already at press go to start but the hp just wanted to call and tell baxter about the system error. The technical service representative explained the system error to the home patient. No additional information is available at this time.